Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating online in remote smart service. The technical support specialist dialed into the station and observed that the database size had reached 10,226 mb, and the station was displaying a disconnected mode icon. The tss attempted to shrink the database and log by referring to the knowledge article titled pamt-guide for pas/es database and log shrink and log, but the station remained in disconnected mode. Next, the tss reindexed the station using the knowledge article station database too close to 10 gb limit, but the issue persisted. Finally, the tss performed the proper data synchronization 2.0 procedure to fully synchronize the station, after which the disconnected icon disappeared. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.